Manufacturer narrative:
Three used list # ch2000s-pc, spinning spiros® closed male luer, purple cap; suspected lot #s 3972031 and 3963910 were received for evaluation. Each of the used ch2000s-pc spinning spiros attached to various syringes were functionally tested as returned. No leakage was observed at any connection or location within the ch2000s-pc spinning spiros assembly. Each of the used ch2000s-pc spinning spiros were pressure leak tested and each pressure leak expectations outlined in the product performance specification. The complaint was unable to be confirmed. The suspected lot #s 3972031 and 3963910 were reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device was returned for testing and investigation; however, the investigation is not complete. Plots: suspected lot numbers: 3972031 (expiry date 2024-02-01, MFR date 2019-02-01) and 3963910 (expiry date 2024-01-01; MFR date 2019-01-01).

Event description:
The customer reported that upon connection of two spiros connectors, there was visible medication outside of the internal tube of the device. The spiros was connected to an unspecified vial adapter. There was no adverse event or medical intervention required, however, unprotected chemo exposure was reported. This report captures 1 of 2 spiros involved in the incident.